Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported one day following implant, no distal pulse was noted in the impella leg. An arterial ultrasound was requested, but no plan was initiated to address the condition. Three days later, a computed tomography scan was performed, and it was noted that the patient had suffered a cerebral infarction. The patient's overall condition continued to decline, and the patient subsequently passed away. Per abiomed's medical safety officer review, there is no association between impella use and the patient's outcome. The patient's peri-procedural condition was poor.

Manufacturer narrative:
The investigation for the reported limb ischemia and stroke has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and stroke was not determined.